Manufacturer narrative:
Reported event an event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed. Method & results -product evaluation and results: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analysis is required. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: the event a revision surgery was confirmed via the op note. The revision was for head-stem disengagement. Trunnion wear and metallosis noted at revision. Root cause: the root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to head-stem disengagement. Trunnion wear and metallosis noted at revision. Evaluation on the returned device confirmed that damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. A review of the provided medical records by a clinical consultant confirmed that the revision was performed for head-stem disengagement. Trunnion wear and metallosis noted at revision. The exact cause of the event could not be determined.if further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: 623-10-36f trident 10° x3 insert 36mm ID lot unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had hip replacement inserted in 2006. Was doing fine until 2 weeks ago and consulted with the dr. Who did revision hip surgery yesterday update per per form: " patient said he felt acute change on his hip per description from op-notes." *update on (B)(6) 2021 per clinician review: "[...] The event a revision surgery was confirmed via the op note. The revision was for head-stem disengagement. Trunnion wear and metallosis noted at revision. [...]

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 36mm +5 v40 metal head, lot, unknown; 36mm f 10 deg. Insert, lot, unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had hip replacement inserted in 2006. Was doing fine until 2 weeks ago and consulted with the dr. Who did revision hip surgery yesterday.